Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin exit from the infusion set tubing during a system check. Tandem technical support assisted the customer with performing a fill tubing and bolus. Insulin drops were observed exiting the tubing. The contact was satisfied. The customer was using insulin injections for insulin therapy at the time of the report; there was no reported impact to the blood glucose level.